Event description:
It was reported that the patient was unable to adjust stimulation and was seeing the 'call your doctor' icon. The patient just received a cardiac pacemaker recently and was instructed to turn her device off prior to implant. The patient has been catheterized since surgery and just tried to turn stimulation on and got the icon. The patient was still in the hospital and planned on being there for a while due to pacemaker implant. No other testing was done or reprogramming of the device prior to implant of the pacemaker. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v969904, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).